Event description:
The pt reported that the pump dispensed insulin from the cartridge and emitted a "no cartridge detected" alarm.

Manufacturer narrative:
The pump was returned to animas. Eval revealed a misaligned display screen and partially dislodged force sensor pins. Eval also revealed that the force sensor resistance reading was out of calibration. Review of the pump history reveals two "no cartridge detected" warnings. When the load step was activated during eval the pump dispensed fluid from the cartridge and emitted a "no cartridge detected" warning.